Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. The patient had ¿trouble¿ from the ¿very beginning¿ and did not get relief. It was stated that ¿something wasn¿t right.¿ the patient was getting sharp vaginal pain and it was noted the patient had shut the device off. It was stated they tried ¿every once in a while¿ to use it again, but got the same pain. The patient¿s bladder was leaking ¿terribly¿ as well. It was noted the patient found a second doctor for another opinion. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient didn¿t like the implant at all and it didn¿t work at all. The patient was going to have it taken out. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28 lot# v847453, implanted: (B)(6) 2012, product type: lead. (B)(4).